Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 48 mg/dl. The customer stated that he had taken a nap prior to the event, and had not eating anything all day. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer was advised to monitor the insulin pump, and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.